Event description:
Customer reported that the set leaked chemo from the filter in an out-pt oncology clinic. The set was primed with paclitaxel in the pharmacy and about half the bag had infused over 1.5 hours with no issues. Leak was then noted from an unk location on the filter with chemo dripping and running down the tubing. The pt was moved to a different chair and there was no exposure to the pt or the staff. There was no pt harm and medical intervention was not required. The customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.